Manufacturer narrative:
Broken proximal section and distal coil portion were returned to manufacturer. Sem observation of the breakage sites indicated the guidewire had broken due to excessive pulling force. Further in-depth investigation revealed that the distal tip end of the guidewire was retrieved attached to the retrieved distal coil portion, however, it also suggested the missing of core wire 7mm and twist-core wire 5mm between the proximal section and the distal portion. Location and disposition of these two missing portion could not be identified, and it could not be denied that the missing portion are left in the patient anatomy. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received.

Event description:
Target lesion was the diffused one at lmt-lad and another one at lcx. Firstly two stents were deployed at lmt-lad, then the subject guidewire was advanced to lcx through the strut of a stent. After performing the poba treatment, an ivus was advanced to the lesion however this could not be advanced to the lesion; however, this could not be advanced into the target vessel, while the ivus and the guidewire got tangled each other. During the attempt to remove the guidewire, the guidewire broke at the deformation located at the ostium of lmt. The broken distal portion was retrieved out by a snare. Patient has been discharged in stable condition.